Manufacturer narrative:
A patient experiencing pain at the ipg site was reported to abbott. The patient¿s ipg was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2023 wherein the patient's ipg was removed and the patient's impeded lead was left in place.

Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 3006705815-2023-02853. It was reported that the patient was experiencing pain at the site of the ipg as well as high impedance on the left octrode lead. The patient reportedly has experienced a weight reduction. Surgical intervention may take place at a later date to address the issue.